Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was receiving baclofen (2000mcg/m l at 1338.5mcg/day) via an implantable pump for intractable spasticity. It was reported that the patient was experiencing discomfort at their pocket site while sitting in their wheelchair. It was unknown if there were external factors that led/contributed to the event and no diagnostics/troubleshooting were performed. Surgical intervention occurred in which the healthcare provider created a new pocket site and moved the pump 3 inches toward the head. The issue was resolved at the time of the report. The patient's weight was (B)(6) and their medical history was unknown. The patient was without injury at the time of the report.